Event description:
Procedure: hepatic resection. According to the reporter: egiaushort was loaded with an (B)(4) reload to fire across the liver hepatic vein of the pt. The device was fired to complete the staple line ligation, but the (B)(4) remained closed and had to be dissected away from the venous stump of the remaining tissue. Was the delay over 30 minutes: yes. Unanticipated blood loss more than 250cc: no.

Manufacturer narrative:
(B)(4).